Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case on the display window corners, cracked display window, cracked battery tube threads and minor scratches on lcd window. The insulin pump was received with stained end cap sticker. The insulin pump was received with partially broken reservoir tube lip and belt clip slot. The insulin pump was received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 50 mg/dl, which was treated for. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.